Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review also reveals that this unit was in the field for over one (1) year with no previously reported issues.

Event description:
It was reported that the device turns on, then the screen freezes and will not change. It was also noted the device will not alarm in a sensor-off patient situation. Troubleshooting was performed; however, the issue was not resolved. There is no report of any patient consequence or impact as a result of the issue.